Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, top cover and main chassis with deep paint scratches, 4 suction feet at the bottom with weak suction force, air joint and connector socket at the front worn out, and power switch at the front damaged when protective cover broke off exposing internal components and plastic cap torn off. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during maintenance for the maintenance unit, the device green plastic covering broke off. Upon inspection and testing of the customer returned device, power switch at the font was found damaged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed that the power switch was damaged. A review of the device history record found no deviations that could have caused or contributed to this problem. A root cause for this issue was not established. Olympus will continue to monitor field performance for this device.